Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: fse visited the customer account to address the reported event. During servicing, fse verified that the sample needle was not clogged by the flushing the sample needle. There was a clear, steady stream from the sample needle. Fse also performed a diluent prime and found the diluent flow to be very weak. As a result, fse replaced the diluent pump lp201. The diluent flow returned to normal but it was very intermittent. Fse then replaced the 2-way valve sv204 and the diluent flow became more consistent and as expected. Fse checked and adjusted the clog adjustment for the sample needle to specifications. They also performed a daily check/startup and the customer ran controls and verified all results were within established assay ranges. The instrument was verified as operational. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed on 16-may-2018 for serial number (B)(4) from 02-apr-2017 through aware date (B)(6) 2018. There were four (4) similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: 1. List of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 4017 spec.sy clog detected as specimen clog was detected. Troubleshooting for the error states that the item is not assayed. Repeat the assay. The most probable cause of the 4017 spec sy clog detected error messages was the bad diluent pump and 2-way solenoid valve.

Event description:
A customer reported error message 4017 spec sy clog detected with the a1a-360 instrument. The customer reported that the error message has been an ongoing issue. Fse was dispatched to address the reported event, which resulted in a delay of estradiol (e2), progesterone (prog), and beta human chorionic hormone (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.